Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.0/1.0/91 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. . On(B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The problem resolved. Cause reported as unknown.

Manufacturer narrative:
B2 section in initial MDR (life-threatning) is not applicale. It was checked in error. Claim# (B)(4).

Manufacturer narrative:
D4: corrected to: serial number: (B)(6) in initial MDR. Claim#: (B)(4).